Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105. The specific cause could not be identified. Past repairs have shown the input/output printed circuit board (I/o pcb) and motor to be contributors to the reported symptom. The I/o pcb and motor assembly were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105 in the emergency room. It was also reported that there was no patient injury.